Event description:
On 4/20/98, mediport was explanted, catheter tip was examined and appeared to be completely intact. On 10/6/98, pt presented in emergency room with cough. Chest x-ray was performed, showing a 5cm catheter fragment in the lung periphery. Physician has opted to leave fragment in pt, states pt suffers no effects.